Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has under gone or will undergo corrective surgery or surgeries. The patient's attorney alleged a deficiency against the devic. Additional information has been requested, but not yet received. Associated MDR# 1018233-2012-01717.

Manufacturer narrative:
(B)(4). MDR ref #: 1018233-2012-01717 (avaulta posterior). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior. Additional information from the importer report: (B)(6) 2012, avaulta anterior biosynthetic support system, catalog #486010, (B)(6). Attorney.